Manufacturer narrative:
The initially reported event that ¿a bit of the instrument tip broke off¿ could be confirmed. The visual inspection revealed that a piece of the tip of the device has broken off. The fracture surface shows an intercrystalline fracture due to a mechanical bending overload. Furthermore, close to the fracture area, two additional cracks are visible, that indicate further levering attempts. Both the DHR review and the hardness measurement performed showed that the device was manufactured according to specification. Most likely, multiple levering attemps were performed, leading to too high bending forces in the area of the tip of the device. Therefore the root cause for the resulting breakage can be tied to a user related mechanical bending overload. Indications for any design, material or manufacturing problems were not determined in the investigation. Therefore no preventive/corrective action is required at this time.

Event description:
It was reported upon inspection by a company representative that the tip of an ostetome had broken off during a procedure at the user facility. There was no delay in surgery, medical intervention, or adverse consequences reported for this event.